Event description:
As reported, (B)(6) 2013, a male pt of unk age presented for an endovenous laser treatment. During the procedure, when the treating physician was inserting the fiber into the tre-sheath dilator, it was noted that approximately 1cm of the distal tip of the tre-sheath dilator had fractured inside the pt. It was reported the tre-sheath did not appear to be burnt. The procedure was continued and successfully completed. A second procedure was scheduled for the pt to have the fractured piece of the tre-sheath dilator retrieved. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Angiodynamics is attempting to obtain pt info in regards to the scheduled procedure to remove the fractured tre-sheath piece. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).